Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. The insulin pump passed displacement test. The pump was unable to perform the occlusion test and excessive no delivery test or test the operating currents, low battery alarm and off no power alarm due to prime anomaly. The pump had cracked case at display window corner, cracked reservoir tube, cracked reservoir tube lip and a missing end cap sticker.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 189 mg/dl. The customer treated for the high blood glucose readings with syringes. The customer did not have any symptoms of high blood glucose readings. The customer also stated that she had low blood glucose readings of 49 mg/dl. The customer treated it with juice. The customer stated that she does not remember what time the low battery alarm occurred. The customer stated that the battery indicator was empty. The customer stated that the battery last more than one week. The customer was advised that (B)(6) aaa alkaline battery is best for the pump's use. The customer was advised to revert to a backup plan.